Event description:
The advocate stated that the customer's blood glucose readings had been higher than usual. She also mentioned that the customer takes insulin in addition to other medications. On one occasion, the customer passed out and paramedics were called. The advocate was unable to provide any more info about the incident. Attempts were made to contact the customer's daughter for additional info, but she declined to provide any and stated the meter was working properly. The customer's meter and test strips are to be returned for eval. Replacement products were sent to the customer.

Manufacturer narrative:
The test strip info provided by the advocate: contour test strips. 7bc3d03 (lot#). Manufacture date: 02/2007. Expiration date: 02/2009. The customer was not storing his test strips correctly. He was transferring strips from another bottle to the bottle listed above. According to the advocate, the strips the customer was using were not actually expired. The info from the other bottle of test strips could not be obtained.